Manufacturer narrative:
The device returned with no luer. The luer did not come off during the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute onyx drug eluting stent was intended to be used to treat a severely tortuous, moderately calcified lesion with 30% stenosis in the proximal circumflex. There was no damage noted to the device packaging. There were no issues removing the device from the hoop. No difficulties were noted when removing the protective sheath. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The inflation device remained on neutral pressure during delivery of the device. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was not used. It was reported that as the stent approached the brachial artery it became hard to push and pull, and stent dislodgement occurred between the elbow and the wrist when trying to remove. An attempt was made to remove the dislodged stent from the patient, but the dislodged stent was not removed, it was left in the radial artery. The stent was not deployed in the radial artery. It was indicated that the event was caused by the patient anatomy and severe tortuosity and not the device. No patient injury is reported.

Manufacturer narrative:
The attempt to remove the dislodged stent from the patient was pulling the catheter out with the stent in it. It was determined that the radial was a safe place for the stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device analysis the stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface the device returned with no luer a detachment at 148.2 cm proximal to the distal tip. The detachment site was flattened and had a jagged edge. The complaint device and guide wire were connected to a portion of an accessory device. The guide wire could not be removed from the device. The guide wire and complaint device could not be removed from the accessory equipment. There was severe kinking of the distal shaft immediately proximal to the proximal marker band. The inner lumen patency was not verified with a 0.015 inch mandrel due to the returned guide wire stuck in the device most likely due to hardened blood. The account confirmed the luer would not be returning. If information is provided in the future, a supplemental report will be issued.